Event description:
It was reported that the stimulation ¿cuts off¿ on its own. The manufacturing representative walked through setting the stimulation but the patient reported that it went back to 0.00. The patient noted that they were in pain and the stimulation went away in the right leg. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 37746, (B)(4), product type programmer, (B)(4).